Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was an issue with the valve on the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.